Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6), 2026, the user reported an incident that occurred during a scheduled sensor removal procedure. The healthcare provider stated that while removing the sensor implanted in the upper arm, the sensor broke into two pieces during extraction, likely due to pressure applied by the clamp. The healthcare provider successfully retrieved all pieces of the sensor, and no portions remained implanted. A new sensor was inserted during the same visit, and the user reported feeling well following the procedure. No medical treatment was required as a result of the event. The removed sensor was retained for return, and an RMA was issued for device evaluation.